Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: the d4 "UDI" field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was likely not removed as the reprocessing was not conducted properly due to leakage from biopsy channel. However, a definitive root cause could not be established. The event can be detected and prevented in accordance with the following instructions for use: - gif-1100 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - gif-1100 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings during device evaluation. The control unit had corrosion due to water leakage, the switch flexible printed circuit had corrosion due to water leakage, the light guide rod was corroded, the cover of the light guide bundle was damaged, the micro connector unit in the suction connector had corrosion due to water leakage, the circuit board unit in the suction connector had corrosion due to water leakage, the scope connector cover was dirty due to water leakage, due to a pinhole on channel-tube, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, the protector of the universal cord on the suction connector side had corrosion due to corrosion, the plug unit created a e237 scope error occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The gastrointestinal videoscope was returned to an olympus service center. The customer allegation is unknown. During inspection, a whitish foreign material resembling dried glue was found at the channel tube. There were no reports of patient harm. This report is being submitted for the malfunction found during the device evaluation.